Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device had an undetermined malfunction. During service and evaluation, it was observed that the device had the rotations per minute (rpms) below specification, a damaged hose and was too loud. It was further determined that the clutch was worn and the device had too little power. It was further determined during the pre-repair diagnostics assessment that the device failed for housing pin height, outer hose inspection, cutter lock, safety, sound and for rotations per minute (rpms). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.